Manufacturer narrative:
Analysis of the pump found no anomaly.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 5mg/ml at 0. 0312mg/day via an implantable pump. The indication for use was spinal pain. The patient¿s medical history was noted as chronic pain. The therapy never gave the patient adequate pain relief so the patient elected to have the pump removed. Per the reporter the expectations of the device were higher than reality. No trouble shooting was performed and the intervention/actions were to electively explant the device. The issue was resolved at the time of the report. The patient¿s status at the time of the report was noted as alive, no injury. On 04-apr-16 information was received from another reporter who stated that prior to removing the pump the physician programmed the pump to minimum rate mode and the patient went through withdrawal the next day. The pump was lowered 87% to minimum rate mode. The patient had to spend 5 days in the hospital. Per the reporter the pump was removed and the patient was still having withdrawal symptoms. The patient was given morphine in the hospital and was feeling better but once it wore off the withdrawal symptoms came back. The reporter wanted to know if a physician was supposed to wean the patient off the medication. The patient¿s physician had been increasing it because the patient felt it wasn¿t helping until the patient decided to just have it taken out. The patient was still sick on and off and last night the patient had the ¿runs¿ again and was still nauseated. The patient had an appointment on (B)(6) to have the stitches removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.